Event description:
It was reported that the surgeon removed a ps insert and implanted a ts insert onto a primary baseplate. He was aware this is off label prior to the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The revision was confirmed as the explanted insert was returned. The root cause of the reported event could not be determined due to the minimal information received. Visual inspection: the device was returned damaged. The locking wire was dissociated from the device and was not returned. The plastic around the locking wire location was damaged, likely from explantation. Scratches were noted on the various surfaces likely from explanation. No other observations were noted. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon removed a ps insert and implanted a ts insert onto a primary baseplate. He was aware this is off label prior to the case.